Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed an occurrence of "cassette not attached properly" alarm. Functional testing involved occlusion testing and attaching a cassette to the device. The reported error message was not duplicated during the investigation. It was found that both the occlusion sensors were within specification and no physical damage or contamination was found on the sensor. Based on the investigation, the complaint allegation was not confirmed although the event history log displayed a prior occurrence of the reported error message. The downstream occlusion sensor was recalibrated as a preventive measure.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed a "cassette not attached" error. No adverse effects were reported.